Event description:
Rec'd report that "the leur came out of the clave, resulting in some blood loss". Customer contact reports that the pt was receiving outpatient antibiotic treatment 3x/week via a central peripherally inserted central catheter line with the attached clave extension set. The pt was also receiving tpn at night via at home health care agency using the same IV route. The pt reportedly noted blood backing up the IV line, at which time, he clamped the line and arrived at the hosp within one hr of noting the bleed back. The IV line was noted to be pt, there was no need to declot the IV line, and the clave extension tubing was changed to resolve the problem. The customer contact indicated that, contrary to the original report, there was no blood loss associated with the incident. There was no delay in pt therapy and no pt harm. No add'l info was available.